Event description:
It was reported both of the patients leads had fractured and one was migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.